Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was some oversensing on the right atrial (ra) lead. It was noted the episode looks like noise reversion. There was concern about battery drain and turning on a device feature would increase the drain. The device and lead remain in use. No patient complications have been reported as a result of this event.